Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 184 to 500 mg/dl. The customer required assistance from family members to address the bg level; insulin injections were administered. The customer cleared the occlusion alarms by changing the pump supplies. A cause of the past occlusions could not be determined. A pump system check was performed using the current supplies on the pump. The cartridge and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer was to revert to using insulin injections to manage diabetes.